Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error, button error, a or e code error. Customer's blood glucose level was unknown. Customer also stated that the battery cap was broken and also battery threading was chipping out. Insulin pump slower during rewind. The device will not be returned for analysis.